Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient developed a skin irritation that was 'red, itchy, and oozing'. The patient was prescribed an antiobiotic and powder. Follow up indicated that the skin irritation was improving with the prescription.